Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up for a scheduled device check, pocket infection was observed. Device was explanted. Patient will be treated for infection prior to implanting a new device. Patient will continue to be monitored. No further information available.